Event description:
It was reported that the patient experienced an infection. As a result, the patient's system was explanted to address the issue. Date of explant and location are unknown.

Manufacturer narrative:
Date of event is estimated.During processing of this complaint, attempts were made to obtain complete event, patient and device information.